Event description:
It was reported that the deep brain stimulation (dbs) patient underwent an explant procedure where the lead extension was explanted for an unknown reason. The explanted device was not returned to bsc.